Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife inquired via phone call if customer could wear sensor and pump without insulin, only for monitoring purposes. It was reported that customer was off of pump until meeting with educator. Caller reported that customer's blood glucose going high without receiving a no delivery alarm. It was also reported that customer was hospitalized and call was already made regarding hospitalization. Caller was advised on only wearing sensor.